Event description:
Reporter called to submit a report regarding the adverse event she experienced using u-cotex menstrual pad. Reporter stated this is the second time she is experiencing adverse effects from this product. She said after wearing the pad, she was having uncontrollable urinary frequency. She said right after she urinated, she feels the urgency to go to the bathroom again. She said, she calls the manufacturer and reported her complaints with their product. Reference report #mw5153122.